Manufacturer narrative:
Analysis of the recharger, model 97755 , s/n (B)(6), revealed. Product analysis found:no device found*2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6) , UDI#: (B)(4) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said they were trying to charge the implantable neurostimulator (ins) and was finished and pressed the stop button and got software problem intellis, 3.6, 58, qf_ new. Patient said they have been having problems with recharging the implant for the last few months off and on. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Controller showed ins 100% and controller 50% and recharging. Patient confirmed there is no visible damage on the controller port. Patient service asked patient to inspect the recharger for damage and patient said the rubber is worn off where the paddle and cord meet, and she was getting a lot of heat on the cord, and it was burning her while trying to recharge the implant. Patient confirmed the heat did not cause tissue damage on her skin. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.